Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and an evaluation is still in progress. When the evaluation is complete a supplemental report will be submitted.

Event description:
It was reported that a pump is noisy during operation. It was also reported there was no patient involvement and the problem was found during preventative maintenance testing.